Manufacturer narrative:
Product code (d2b): additional product code qon. Premarket / 510(k)# (g4): additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient experienced discomfort, pain, and extrusion. The patient's concern is ongoing. A physician at a different office ordered a computed tomography (CT) scan and planned to communicate the findings. There were no additional clinical complications reported. The patient saw the physician, who has not yet received any updates regarding the case. The patient was contacted and stated that the pain is manageable. A CT scan is scheduled. The patient was evaluated by their physician, and while no infection was identified, the patient elected to have the device removed due to ongoing discomfort while working or sitting, as well as issues with the device settings. No removal date has been scheduled at this time. There are no specific device-related issues reported, and the patient was seen on two occasions for reprogramming. The patient complained of leg stimulation, which was successfully adjusted both times. No removal date has been scheduled.

Manufacturer narrative:
Block d2b: product code: additional product code qon block g4: premarket/510(k) #: additional premarket/510(k) p190006. Block a2: patient's d.o.b. Block b5: summary. Block d4: device sn number. Block d6b: explant date. Block c2/d10: UDI for concomitant product, tined lead: (B)(4). Block f10: coding update.

Event description:
It was reported that during a follow-up, the patient with this neurostimulator stated they were getting leg stimulation. After reprogramming, the stimulation was in the genital and rectum area. There were no additional patient complications reported at the time. Later, the patient was able to feel the implant and felt that their body was pushing the implant out. The implant site was painful to touch. The patient was afebrile, and there was no redness at the implant site. CT images were obtained. The device was explanted on (B)(6) 2025. CT scan. There were no additional patient complications.

Manufacturer narrative:
Block d2b: product code: additional product code qon block g4: premarket / 510(k) #: additional premarket/510(k) p190006 block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, response was not received. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of "discomfort", "extrusion", "pain" and "undesired sensations, not-target simulation area" was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk.

Event description:
It was reported that the patient experienced discomfort, pain, and extrusion. The patient's concern is ongoing. A physician at a different office ordered a computed tomography (CT) scan and planned to communicate the findings. There were no additional clinical complications reported. The patient saw the physician, who has not yet received any updates regarding the case. The patient was contacted and stated that the pain is manageable. A CT scan is scheduled. The patient was evaluated by their physician, and while no infection was identified, the patient elected to have the device removed due to ongoing discomfort while working or sitting, as well as issues with the device settings. No removal date has been scheduled at this time. There are no specific device-related issues reported, and the patient was seen on two occasions for reprogramming. The patient complained of leg stimulation, which was successfully adjusted both times. No removal date has been scheduled.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket/510(k) # (g4) - additional premarket/510(k) # p190006.

Event description:
It was reported that the patient experienced discomfort, pain, and extrusion. The patient's concern is ongoing. A physician at a different office ordered a computed tomography (CT) scan and planned to communicate the findings. There were no additional clinical complications reported. The patient saw the physician, who has not yet received any updates regarding the case. The patient was contacted and stated that the pain is manageable. A CT scan is scheduled. The patient was evaluated by their physician, and while no infection was identified, the patient elected to have the device removed due to ongoing discomfort while working or sitting, as well as issues with the device settings. No removal date has been scheduled at this time. There are no specific device-related issues reported, and the patient was seen on two occasions for reprogramming. The patient complained of leg stimulation, which was successfully adjusted both times. No removal date has been scheduled.